Event description:
It was reported "suspected failed iab membrane". The iab catheter was removed. Additional information states "patient was also on ECMO. Md opted not to insert another." No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for "blood in the driveline" is confirmed based on the customer photo provided with the complaint report. In the photo, blood was confirmed present within the helium pathway. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "suspected failed iab membrane".the iab catheter was removed. Additional information states "patient was also on ECMO. Md opted not to insert another." No patient injury or consequence reported. The patient's current condition is reported as "critical".